Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who had an intrathecal pump system implanted prior to the event. The intrathecal medication was not known. The patient stated the area where the pump had been implanted still hurt, and maybe it was because they left something in, but they were not sure. The patient stated they kept doing ultrasounds, but the ultrasounds never showed anything. They had been hospitalized because of it, and they could not get it to feel better. Additional information was requested to determine the drug that was in the pump prior to its removal; what other medications were taken at the time of the event; pertinent medical history; why the pump was explanted; when the patient's pump was explanted; what diagnostics were performed in relation to the post-explant pain; what actions or interventions were taken to resolve the post-explant pain; what caused the post-explant pain; and if the post-explant pain resolved.